Manufacturer narrative:
(B)(4). The customer reported the device is not charging the battery. The complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is not charging the battery.